Manufacturer narrative:
Additional information: the pump was not explanted. The report of suspected thrombus and specific causes for the report of elevated lactate dehydrogenase level and gastrointestinal bleeding could not be conclusively determined. The instructions for use lists thrombus, hemolysis, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: additional information received on 09/30/2016 stated that the patient was started on heparin in response to elevated ldh.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital for an elevated lactate dehydrogenase (ldh) that was three times above the patient's baseline, and dark colored urine. No power spikes were observed on system controller interrogation, and the patient's inr was therapeutic. Within 24 hours of admission, the patient's hemoglobin and hematocrit decreased. It was reported there were no obvious signs of bleeding; however, the vad clinician suspected gastrointestinal bleeding. The patient was not a candidate for a high risk pump exchange, and was made a do not resuscitate order. The patient expired on (B)(6) 2016. The cause of death was reported as device thrombus and gastrointestinal bleeding.